Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibiting increasing longevity between follow ups. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibiting increasing longevity between follow ups. A request was made to have data from this device analyzed. Analysis determined that the device was depleting normally. No adverse patient effects were reported. The device remains in service.